Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the catheter tip sheared during active manipulation. The nurse placed the catheter into a "superficial" small vein in the patient's hand" and removed the stylet. The nurse did not receive a "flash back" and pulled the catheter back. The nurse reinserted the stylet into the catheter and repositioned the catheter. It was reported the nurse attached the catheter hub to one side of an unspecified t-connector and a saline filled syringe to the other side of the t-connector. The nurse flushed the tubing and catheter with saline from the syringe to confirm catheter placement. During the saline flush, bubbles were noted under the patient's skin and the nurse reported that the IV site was infiltrated. The catheter was removed. At that time, the nurse noted that approximately 1/4 inch of the catheter was attached to the hub. An x-ray of the patient's hand found approximately 1/2 inch of catheter remained in the hand. A surgeon was called and the remaining piece of catheter was removed. There was no reported adverse patient sequelae. Though requested, no additional information was provided.